Manufacturer narrative:
(B)(4). Summary of investigational findings: the jugular introducer, the blue sheath and a gtrs with the "catched" tulip filter are returned. The red locking cap on the filter introducer is not loosened, ie the system is still locked. The grasping hook is slightly straightened, thus suggesting a pulling during the procedure resulting in the filter to detach from the introducer. This is confirmed by marks from the primary filter legs at the distal tip of the sheath. Based on these findings it is suggested that the unsheathed filter was pulled back into the sheath, maybe in an attempt to optimize the filter placement. The exact reason why the filter failed to open in the first place cannot be determined, but the filter legs may have been somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if not placed in ivc. Under normal conditions, ivc< 30 mm, the radial force of filter will make filter legs attach to ivc. There is no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor similar events.

Event description:
Description of event according to complainant: the physician unsheathed the gunther tulip navalign jugular vena cava filter for placement but the filter failed to open. The release mechanism had been activated and the physician was unable to re-sheath the filter. Utilizing a snare, the filter was successfully retrieved. Another device was used to complete the procedure with no harm to the patient. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to complainant: the physician unsheathed the gunther tulip navalign jugular vena cava filter for placement but the filter failed to open. The release mechanism had been activated and the physician was unable to re-sheath the filter. Utilizing a snare, the filter was successfully retrieved. Another device was used to complete the procedure with no harm to the patient. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.